Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a gastric bypass the white rubber seal in the reducer cap fell off from the device. A new device was opened to complete the procedure. There was no patient harm.